Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p66 that has a similar product distributed in the us, list number 7p66, with 510k exempt. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I prolactin results for a 24-year-old female patient (sid (B)(6)) with irregular menstruation experienced three episodes of irregular bleeding on may 1st, 19th, and 25th. On (B)(6) 2026 alinity I prolactin result was 40.01 ng/ml (reference range: 5.18-26.53). On (B)(6) 2026 prolactin result from another hospital was 13.29 ng/ml. No impact to patient management was reported.